Manufacturer narrative:
The leads remain implanted and are unavailable for analysis. X-rays were provided for the lead placement before and after the revision procedure, confirming the reported migration. The patient reported a scooter accident that likely contributed to the lead migration. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide lists potential risks including, "lead migration from the location chosen at initial implantation, resulting in stimulation changes" and as a result of the potential risks "the patient may require surgery (including revision, explant, and replacement)".

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for changes in stimulation. The patient reported the stimulation changes onset after an unrelated accident with their electric wheelchair. X-ray were obtained and confirmed a lead migration. Reprogramming was unable to resolve the issue. A revision procedure was completed to reposition the implanted leads. Therapy was restored.